Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink continu-flo solution sets experienced an underinfusion. The sets were being used with a baxter infusion pump. The reporter stated that chemo had been hung as a secondary medication and the primary line was not clamped. The reporter stated that ¿any infusion of chemo that runs at a rate greater than 200ml/hr will have ¿sympathetic¿ flow from the primary line which delays the chemo infusion.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.